Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an inaccurate high issue with his one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged inaccurate high issue with the subject meter has happened three times and because of it also ended up in the hospital three times. He stated it began on an unspecified day in (B)(6) 2011, it happened again on (B)(6) 2011 and the last time it occurred was on (B)(6) 2011 at 9:30 am. He could not recall the exact results obtained during the first 2 times, but recalls the results were over "300 mg/dl". Reportedly the last time the issue occurred, the patient obtained results of "420 mg/dl and 300 mg/dl" on the subject meter, done within 30 minutes of each other, which he felt were inaccurate high compared to his feelings/normal values. He stated that he tests his glucose 4-5x/day and manages his diabetes with lantus and humalog insulin (self adjuster). In response to the alleged inaccurate high results, at an unspecified time he reportedly took 6u of novolog to bring down his blood sugar levels. The patient could not recall when, but states soon after self treating with insulin he passed out. At approximately 2:30 pm, he claimed his son came home from school and found him unconscious. The patient informed this mss that emergency medical services (ems) was called (unknown time), his blood glucose was tested with the ems meter and a result of "25 mg/dl" was obtained. He reported he was treated with glucagon, but was still unresponsive so he was taken to the hospital. The patient stated he was hospitalized and a day after was released from the hospital. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and was using an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, which required medical intervention by a hcp after the alleged meter issue began.